Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due to some kind of stress such as damage or deterioration of parts, device incorrectly handling during reprocessing and interoperability problem. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the colonovideoscope exhibited a burnt forceps channel. There was no patient involvement in this event.